Event description:
The disposable loading unit was used with an instrument during a lobectomy. Staples were not present after the device was fired. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.